Event description:
Olympus medical systems corp. (Omsc) was informed that during the 4th use the consultant had the scope deflected within normal working parameters and the image went black. The subject device has been processed and not used a total of 9 times, and only used clinically a total of 4 times. The patient outcome is unk.

Manufacturer narrative:
The subject device was returned to olympus for inspection. Olympus technical service team emerged that the complete image fiber bundle needed replacing. The manufacturing history was reviewed, with no irregularities related to this problem noted. The exact cause could not be conclusively determined at this time. If additional information becomes available at a later time,this report will be supplemented.